Event description:
It was observed that during the device evaluation, the subject device exhibited front panel led flashes when the lamp key is pressed. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.